Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient had charged his battery up at least once a week. There was no error the night before but when he was charging the next morning, he saw the por. The patient reached out to the rep and a time was set up to meet. The rep reported that after they talked to tech support, he was told that if it was overdischarge then he had to clear it with a clinician programmer. The rep called the patient to clarify more details about the por and the patient said the por was gone, so the appointment was cancelled. The rep reported that the specific por code was not determined since it cleared on its own. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that a power on reset (por) was seen on the recharger. The device was not overdischarged. No symptoms or further complications were reported.